Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt admitted to hosp with midshaft femur fracture. Surgeon explanted liner, head and stem."